Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. The customer¿s blood glucose level was 365 mg/dl. The customer required assistance from a nurse and was given a manual injection to address the bg.